Event description:
A report was received that the patient underwent a pocket revision procedure due to difficulty reaching the pocket. The physician repositioned the pocket from the left to the right side. The patient was reportedly doing well after revision surgery.

Manufacturer narrative:
This is the final report.